Event description:
Literature was reviewed regarding leadless implantable pulse generators (ipgs). The authors described one patient death; however, the specific cause of death was unknown but occurred after the leadless ipg implant due to a peri-pocket tissue infection from a transvenous system. The patient had severe comorbidities and subsequently died. There was one patient who developed pericardial effusion hours after the implantation, and was discharged following pericardiocentesis for drainage. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/78 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: efficacy and safety of leadless ventricular pacemaker: a single-center retrospective observational study. Cardio vascular diagnosis and therapy. 2024;14(5):878-889. Doi: 10.21037/cdt-24-181. This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID mdt-tps-delsys serial: unknown. D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.